Event description:
The pt received the scs system on (B)(6) 2011. It was reported that the pt lost stimulation. The amplitude did not go past the perception levels on all parameters. Reprogramming of the device has been suggested, however, attempts to determine if reprogramming was effective have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.